Manufacturer narrative:
Medical device expiration date: unknown . A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a low draw issue. The nurse collects blood samples according to the procedure, and the blood collection needle is pulled out after the blood flow is automatically stopped. The blood collection process is standardized."

Event description:
It was reported when using the bd vacutainer® k2 edta 3.6mg there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "during use, the tube was found to have a low draw issue. The nurse collects blood samples according to the procedure, and the blood collection needle is pulled out after the blood flow is automatically stopped. The blood collection process is standardized."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Our business team regularly reviews the collected data for identification of emerging trends.